Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav6; other: bivalirudin. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in an 80% stenosed, right internal carotid artery with one xact stent. During the procedure, after implantation of the xact stent and post dilatation, the patient experienced hypotension which was treated with vasoprossors/inotropes. The patient's condition resolved on (B)(6) 2012 and the patient was discharged home. There was no reported adverse patient sequela. There was no additional information provided.